Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). During the analysis of the device history log files it could be detected an infusion therapy of frusemide with different types of syringes (10 ml and 20 ml) and a lot of occurred pressure alarms. All pressure alarms occurred in pressure stage 5. During the visual investigation it could be detected a lot of soiling and lot of signs of wear and tear. The covercaps were on the screw pillars and the technician seal were on the lower housing part was undamaged. Furthermore an other device from the hospital was connected with velcro fastener at the right side on the upper housing. It was possible to bring the pump in operation. Furthermore a long term test was performed. It was possible to detect a blinking blue led on the operating unit. During the long term test no pressure alarms occurred. A measurement of the strain gauge pressure and the motor power limitation was performed. All values were within specifications. For an insind investigation the device was disassembled. No damages could be detected. Caused of the blue blinking led the ribbon cable from the operating unit to the plug on motherboard was disassembled and assembled. The mistake of the blue blinking led was deleted. The complaint could be not confirmed. The device works according the specification. No malfunction or other problems could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility by bbm sales organization in (B)(4): "underinfusion." Customer information: medication: frusemide. Rate: 24ml/hr. Vtbi: 12ml. Nurse (night shift) claimed that frusemide was started at around 6.55am, she attended the syringe pump after alarm was heard multiple times by pressing ok- button. However, at 7.30am, she found that the medication was not infuse as expected. Remaining volume in the syringe was 9mls. Nurse claimed she couldn't recall what the alarm/message which displayed on the pump screen during the alarm sound.